Event description:
It was reported that interrogation of the device revealed undersensing of one vf episode. The physician reprogrammed the device and a three month follow-up has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.